Manufacturer narrative:
Patient deaths were also included in the results of the journal article; however, no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Journal article details: title: renal dysfunction after abdominal or thoracic endovascular aortic aneurysm repair: incidence and risk factors. Authors: shuji ikeda, makiyo hagihara, akira kitagawa, yuichiro izumi, kojiro suzuki, toyohiro ota, tsuneo ishiguchi, hiroyuki ishibashi. Jpn j radiol (2017) 35: 562¿567, doi: 10.1007/s11604-017-0666-3. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent aaa and endurant stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Talent taa and valiant stent graft systems were implanted in a second patient group for endovascular thoracic aortic aneurysm repair. The following adverse events were observed in both patient groups: renal dysfunction, renal artery occlusion.